Event description:
A cranial tumor removal was intended to be performed on (B)(6) 2015 with the aid of the brainlab cranial navigation device. During the procedure the surgeon: - loaded a CT and a MRI image data set of this patient into the navigation software and fused the data sets. - performed the initial registration to match the virtual display of preoperative scans to the current patient anatomy. - verified the accuracy of the registration and, after multiple registration attempts, accepted the registration. - localized the entry point with the aid of brainlab navigation and performed a left temporal craniotomy. - after opening of the dura could not find the tumor with the aid of the brainlab device. - used a non-brainlab ultrasound device to search for the tumor, but still could not find it. - decided to discontinue the surgery. In a post-operative scan it has been detected that the tumor was about 1 cm inferior compared to the actual surgery site. The patient underwent surgery again on (B)(6) 2015, also with the aid of the brainlab navigation device. During this second surgery the tumor was found and could be successfully removed. According to the hospital there were no negative clinical effects for this specific patient due to this issue.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since tissue was penetrated/harmed in another region of the brain than desired with the brainlab device involved, although: - there is no indication of a systematic error or malfunction of the brainlab device, - the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, - there have been no negative clinical effects for this specific patient. Despite a comprehensive investigation has been performed, a definite root cause could not be determined for this specific issue, as the information available is not sufficient (patient data are not available anymore at hospital). Based on the information available the most plausible root cause is an inappropriate quality of the mr image data set that was used for navigation and may have misled the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.